Event description:
The customer called and reported she experienced high blood glucose of 289 mg/dl and the insulin pump was cracked with a piece on top of the reservoir chamber and rubber ring exposed. The customer had used the insulin pump to treat with a bolus. Customer had dropped the insulin pump on the floor two days prior. The customer further reported her blood glucose was running high as she had been eating cake and junk food. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis. Her blood glucose was 103 mg/dl at time of troubleshooting, but felt her blood glucose was going low and treated with food. Customer's blood glucose went down to 44 mg/dl. She believed she gave herself too much insulin and had been guessing how much insulin was needed. It was advised customer follow up with healthcare provider.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.